Manufacturer narrative:
Additional patient ID: (B)(6). Patient¿s age /date of birth and weight were not provided for reporting. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent removal of variable angle locking compression (va-lcp) olecranon plate due to pain. During the surgery, the long replacement shaft did not disengage from the handle with mini quick coupling. The handle was too small and could not generate enough torque to pull out the screw. The screwdriver blade and driver were then stuck. Another screwdriver and handle was used to successfully complete the procedure. The plate and screws were removed successfully with a 10-minute surgical delay. Patient outcome is unknown. This report will address the complaint about the screwdriver blade and screwdriver handle during removal surgery. The removal of va-lcp olecranon plate due to pain have been captured under complaint number (B)(4). Concomitant device reported: va-lcp olecranon plate (part # 02.107.202s, lot# 9906460, quantity 1). This report is for one (1) 2.4mm stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 314.451; lot: 9876234; manufacturing site: (B)(4); release to warehouse date: 12 april 2016. The device history record shows this lot of 48 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary: device evaluation: investigation flow: device interaction/functional and damage: visual (appearance not as expected). Visual inspection: the screwdriver shaft was received with damage to the distal and proximal ends of the device. The distal stardrive tip was stripped and displayed small indents consistent with tool marks. The proximal coupling post showed deformed edges and scrapping along the surface. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Functional test: the device was assembled with the returned handle, part number: 311.01 / lot number: 9899094. During assembly, when the damaged area of the shaft reached the distal edge of the handle coupling it became difficult to continue to insert the proximal coupling of the screwdriver shaft into the handle. With additional pressure the shaft could be fully inserted. Similarly, it was difficult to disassemble the devices. When assembled, the handle did not lock to the shaft due to being stuck in the retracted position. This issue with the handle is further investigated under: (B)(4). It was determined that the received condition does agree with the complaint description and can be replicated as assembly and disassembly of the device with the mating handle required additional pressure due to the observed damage on the shaft of the screwdriver. Additionally, the distal stardrive tip was stripped and displayed small indents/deformation. Document/specification review: the drawings reflecting the current and manufactured revision were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection: measurement of the distal stardrive featured could not be conducted due to the post manufacturing deformation. However, the shaft directly adjacent to the distal stardrive tip measured 2.98mm which is within the specification of 3mm +/- 0.1 per design drawings. Measured using calipers ca592. Measurement of the distal shaft adjacent to the coupling damage measured 2.34mm which is within the specification of 2.35mm +0/-0.016 per design drawing. Measured using calipers ca592. Conclusion: the complaint condition is confirmed as the screwdriver was difficult to assemble and disassembe with the mating handle due to damage on the proximal coupling. Additionally, the distal stardrive tip was stripped and displayed small indents/deformation. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its usage. No design or manufacturing defect or deficiency was observed during the investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Second concomitant device added to event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: trauma screw (part: unknown, lot: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluated by MFR: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.